Manufacturer narrative:
A review of the sterilization records for the devices verified that the lots met all pre-release specifications.

Event description:
On (B)(6) 2011, the patient was implanted with three conformable gore® tag® thoracic endoprostheses to repair a descending aortic dissection. On an unknown date in 2012, the patient developed an endoleak involving the left subclavian artery, and was treated with an endovascular occlusion device. On (B)(6) 2015, computed tomography (CT) scan identified air in the false lumen around the endograft. The patient was also noted to have acute kidney injury, and the physician has concern regarding aorto-esophageal fistula and sepsis. According to the report, the patient has had recurrent (intermittent and chronic) bacteremia related to lower extremity cellulitis, but has not had any episodes in the past year. On (B)(6) 2015, the patient underwent a procedure whereby the infected region was drained and air removed. The patient tolerated the procedure; however, the issue remains unresolved.

Manufacturer narrative:
Additional conformable tag® devices included in this report: tgu404020/8698166a and tgu404020/8665813a. Concomitant medical products: patient medications include amlodipine, ascorbic acid, aspirin, carvedilol, clonidine, flunisolide, glucosamine-chondroitin, isosorbide mononitrate, multivitamin, omeprazole, pravastatin, spironolactone-hydrochlorothiazide, tamsulosin, and valsartan. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak, infection (e.g., aneurysm, device or access sites), renal insufficiency or failure, aorto-esophageal fistula, and reoperation.